Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Troubleshooting was performed and the occlusion alarms were verified. Additional troubleshooting was declined by the customer.